Event description:
Additional information reported the revision was "postponed and did not take place yet" as of (B)(6) 2015.

Event description:
It was reported that the patient was not getting proper stimulation coverage. It was noted that the patient had fallen, but no further details regarding the fall were known including when the fall occurred. No other troubleshooting actions were taken. A revision was scheduled for (B)(6) 2015. The patient outcome was unknown. Additional follow up is being performed to obtain this information.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. (B)(4).